Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt receptacle was pulled from case, breaking the pulse wire and causing the j1001 component on the ca board to come unplugged. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and there were wires exposed.